Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that cardiosave intra aortic balloon pump (iabp) was not reading correct pressure. There was no patient involvement.

Manufacturer narrative:
Updated fields - b4, e1 ( initial reporter, event site email ), e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 h6(type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to duplicate the issue. Completed with full calibration, functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use.

Event description:
N/a.